Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device /migration of essure device location of device: within pelvic cavity") in a 29-year-old female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included lower abdominal pain since (B)(6) 2013, uterine bleeding and cervicitis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - lavh + bs). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes most recent follow-up information incorporated above includes: on 1-aug-2018: pfs & mr received. Reporter information added. Patient¿s demographic information, lot number were added. Concomitant condition added. Added event abnormal bleeding (vaginal), depression and mental anguish, dyspareunia (painful sexual intercourse). Updated onset date. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device /migration of essure device location of device: within pelvic cavity") in a 29-year-old female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen since (B)(6) 2013, uterine bleeding and cervicitis. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - lavh + bs). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: failure to occlude (close) fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterine cavity / failure to occlude (close) fallopian tube(s)"), device dislocation ("migration of essure device /migration of essure device location of device: within pelvic cavity") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 624846) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cramp in lower abdomen since (B)(6) 2013, uterine bleeding, cervicitis and dysrhythmias. Concomitant products included alprazolam (xanax), hydrochlorothiazide, ibuprofen, piroxicam (paxil) and simvastatin. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 31 days after insertion of essure. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, device dislocation, genital haemorrhage, menorrhagia, dysmenorrhoea, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-nov-2018: pfs received. Events added: migration of essure device location of device: uterine cavity and abnormal bleeding (general). Concomitant drugs and disease was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total laparoscopic hysterectomy). At the time of the report, the device dislocation, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure not successfully occluded on the right side. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.